Event description:
A customer contacted physio-control to report that their device did not pass its user test, had illuminated its service led and had logged an event code. Upon initial evaluation, physio-control observed that the device was not able to provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced therapy pcb assembly at the product analysis center (pac). The root cause of the reported issue was determined to be due to a shorted capacitor, designator c106, on the therapy pcb assembly.

Manufacturer narrative:
Due to character limitations section, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Replaced part will be sent to the product assessment center (pac) for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device did not pass its user test, had illuminated its service led and had logged an event code. Upon initial evaluation, physio-control observed that the device was not able to provide defibrillation therapy. There was no patient use associated with the reported event.